Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, edema in the gluteus maximus was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01908 / 01909).

Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.